Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that post index procedure, the patient had a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction. The index procedure treated a lesion in the proximal left anterior descending (lad) artery. A 3.0 x 12 express2 bare metal stent was implanted. On day 413, the patient had the 13 month follow-up angiogram. The patient was asymptomatic. An 80% in-stent restenosis of the express2 stent was found. The vessel was treated with ballooning. During ballooning, a distal dissection was noted. Another manufacturer's 3.0 x 12 mm stent was placed. Due to a thin vascular wall, another manufacturer's 3.0 x 12mm and 2.5 x 8 mm stents were also placed. There were no further clinical events. The patient was discharged 2 days later. In the opinion of the physician, there is a possible relationship between the tvr and the taxus stent.